Event description:
It was reported to boston scientific corporation that an ultraflex esophageal ng covered stent was used during an esophageal procedure performed on (B)(6), 2009. According to the complainant, when the physician began to deploy the stent, he found it difficult to open. The physician increased the pulling force, resulting in the suture thread breaking at the level of the ring. The stent completely failed to deploy. The procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Customer's meter (B) (4) was returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in the meter's memory.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 21 mg/dl and 101 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.